Manufacturer narrative:
(B)(4).

Event description:
It was reported that pt had a flare up with pain a month and a half ago. He increased the stimulation and it helped. On (B)(6) 2011, pt started not being able to feel the stimulation. In the back of his upper thigh, he is feeling catching or cramping. The issue with the thighs started a month ago. He said when he is lying down he is fine. But when he stands up, he has to go slowly. He has a hard time standing up. Pt had not had any falls, accidents, or medical procedures. The pt was at home with a reported status of fair.